Event description:
Underwent essure sterilization procedure on (B)(6) 2011. Found out in (B)(6) 2012 that right insert was not positioned properly. Over time developed numerous symptoms; fluid retention: before essure - sometimes severe in right foot/ankle. After essure - progressively worse, mostly severe in feet/ankle, sometimes in knees/thighs, arms, fingers. Numbness in outer thighs (neuropathy): before essure - none. After essure - progressively worse, started lengthwise in outer thighs, sometimes above knees. Numbness in toes/feet/fingers/hands: before essure - sometimes last 2 fingers, rare occasion feet fall asleep. After essure - fingers/hands extremely numb on waking up, toes numb at times throughout day. Ibs: before essure - under control. After essure - some flare ups with severe cramping and a lot of pressure near inserts. Cramps: before essure - some minor with monthly cycle. After essure - a lot of cramps before/during/after cycle with a lot of pressure near inserts. Headaches: before essure - some sinus pressure headaches. After essure - pain starting in back of neck up through head before/during/after monthly cycle. Vaginal discharge: before essure - on rare occasion. After essure - more frequent clear discharge with minor smell. Monthly cycle: before essure - controlled by ortho novum 7/7/7 - on time and light, heavy on rare occasion. After essure - varies - on time/late 3 weeks/early 10 days, heavier, sometimes severe bleeding. Tongue: before essure - no issues. After essure - swollen with imprints of teeth on the side. Sugar levels: before essure - no issues. After essure - higher blood sugar levels, possible pre-diabetes. Brain: before essure - rare concentration issues. After essure - progressive concentration issues. Heart before essure - some heaviness due to fluid retention. After essure - racing on occasion, more heaviness due to taking more fluid retention. Ears: before essure - rare occasion of ringing. After essure - more frequent occasion of ringing. Muscles: before essure - some cramps in calves due to fluid retention. After essure - knots in butt, arms tired when up in air, more cramps in calves due to fluid retention. Bloating before essure - minor on occasion. After essure - progressively worse most of the time. Trouble sleeping: before essure - on rare occasion. After essure - most nights takes about 1 hour to fall asleep, at times up periodically to urinate. Back pains: before essure - rare occasion pain in middle of back. After essure, pain in middle of back, numbness in middle of back, lower back pain. Shoulders before essure - some knots in shoulders. After essure - more knots in shoulders. Hips: before essure - no issues. After essure - pain in both hips, fatigue: before essure - no issues. After essure - tired more easily, want to crash/sleep after a workout or strenuous activity.